Event description:
It was reported that the pt was readmitted in 2005 with chest pain and a positive troponin level. The pt was discharged in stable condition in 2005 after a cardiac catheterization. The cardiac catheterization report stated that the pt had severe triple vessel coronary artery disease with total occlusion of the native right coronary artery, a total occlusion of the saphenous vein graft to the right coronary artery, widely patent lima to the lad, widely patent saphenous vein graft to the circumflex marginal system, 99% left main disease with total occlusion of the proximal circumflex after a large trial branch and the proximal lad. Left ventriculargrapny was not performed given the complete heart block evokaed upon entering the left ventricle on a previous study. This condition is pre-existing, and the angiogram revealed no significant changes from a previous study in 2005.